Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested by cloudy effluent. The break in aseptic technique was further described as an inadvertent touch contamination. The patient was not hospitalized from the peritonitis. On the same day as the onset, the patient began treatment with vancomycin (2 grams, every 3 days for 3 weeks, intravenously) for peritonitis. Seventeen days later, vancomycin was stopped. On an unreported date, the patient was retrained on aseptic technique. The patient was recovering from the peritonitis and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.